Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the system is not alarming when limits are reached. It was set to 50-130 but did not alarm until it reached below 20. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
A remote service engineer (rse) spoke to the customer and confirmed the issue allegedly occurred on (B)(6) 2025 between 4 am and 5 pm. The rse reviewed and analyzed the clinical audit trail, which showed that alarms did occur. The complaint was escalated for a technical complaint investigation. Per the product support engineer (pse), in order to fully investigate the matter, bedside monitor configuration files, pic ix diagnostic error logs from the surveillance/overview/primary server hosts involved and data for a few days on both sides of the date(s) in question would be necessary. However, in the absence of that information, the supplied clinical audit report was reviewed. Although it does not provide a record of data up to 5pm on (B)(6) 2025, it does show several red and yellow alarms for low hr <50 was recorded and acknowledged between 22:09 on (B)(6) 2025 and 14:15 on (B)(6) 2025. Based on the information, there is no evidence to support any malfunction. The product malfunction was unable to be confirmed. The necessary information was requested from the customer but was not provided. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on a patient information center ix, indicating that the system is not alarming when limits are reached. It was set to 50-130 but did not alarm until it reached below 20. The device was in use on a patient at time of event, there was no adverse event reported.